Event description:
It was reported that the customer had a blood glucose level of 596 mg/dl. The customer expressed the following symptoms: thirst, tiredness, nausea, and a numb tongue. The customer treated with a manual injection. Standard troubleshooting was performed on the customer's insulin pump. Troubleshooting was unable to be completed because the customer did not want to change her insertion site or infusion set. The customer was advised to contact her health care provider concerning her high blood glucose levels. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.